Manufacturer narrative:
Trouble shooting procedures at the customer site lead to the replacement of the architect i2000sr analyzer sample probe (list number 08c94-47). Testing was repeated, which generated results acceptable to the customer. The customer suggested that the most likely cause for the present issue was a partially blocked sample probe. Subsequent instrument operations and test results were acceptable. A review of the architect i2000sr analyzer's (serial number (B)(4) service history identified no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding erratic or discrepant results since the sample probe (list number 08c94-47) was replaced. Also, a review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual contains information to address the current customer issue. Based on the results of this evaluation and the information from the customer site, there is evidence to reasonably suggest a product malfunction occurred as the device failed to meet performance specifications or otherwise perform as intended at the customer site. Use error may have contributed to the issue as the customer failed to follow correct maintenance procedures. No systemic issue or product deficiency was identified.

Manufacturer narrative:
Shooting procedures at the customer site lead to the replacement of the architect i2000sr analyzer sample probe (list number 08c94-47). Testing was repeated, which generated results acceptable to the customer. The customer suggested that the most likely cause for the present issue was a partially blocked sample probe. Subsequent instrument operations and test results were acceptable. A review of the architect i2000sr analyzer's (serial number (B)(4)) service history identified no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding erratic or discrepant results since the sample probe (list number 08c94-47) was replaced. Also, a review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual contains information to address the current customer issue. Based on the results of this evaluation and the information from the customer site, there is evidence to reasonably suggest a product malfunction occurred as the device failed to meet performance specifications or otherwise perform as intended at the customer site. No systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports the following architect ca125 ii assay results generated on an architect i2000sr analyzer (units of measure are u/ml): sid (B)(6) ca125 initial reported result 6, amended result 17. Sid (B)(6) ca125 initial reported result less than 1.0, amended result 13. Sid (B)(6) ca125 initial reported result 2.0, amended result 12. The initial results are considered incorrect by the customer and were reported from the lab. The amended results were subsequently reported and considered correct. The customer observed general imprecision with this assay. Quality control samples were within specifications. Assay testing at this site is performed to monitor patients' response to therapy to epithelial ovarian cancer. There is no impact to patient management reported.